Event description:
It was reported that during knee arthroscopy, second anchor failed to deploy due to the shaft bent in knee. A backup was available to complete the procedure with no significant delay or patient injuries were reported. All ts were removed from patient.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is dramatically bent on two planes. Both ts are free from the delivery needle. T1 is slightly bent. T2 and the suture show no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the aforementioned damage. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.